Event description:
Dr utilized thoracentesis kit twice on 11/16/94; first kit revealed a leak in hub of 22 g needle. Second kit (same lot), needle or; however there was an ambient gas leak with the catheter/14 g needle/drainage tubing questioned. Could not find leak.